Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of the patient being admitted for volume overload and dialysis-related needs where chronic driveline and pump pocket infections were addressed could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. Additional information was requested, but not provided. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6); however, the patient continued to have issues with infection and ultimately expired on (B)(6) 2020 due to sepsis and end organ failure (reference MFR # 2916596-2020-03652). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or qa specifications. The current heartmate 3 lvas IFU lists driveline infection, pump pocket or pseudo pocket infection, and renal dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are also provided in the patient care and management section of this IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date estimated as admission details were not provided. This complaint will address admission 14 out of 15. The event is being reported conservatively. Related manufacturer report #'s: 2916596-2020-03961, 2916596-2020-03962, 2916596-2020-03963, 2916596-2020-03964, 2916596-2020-03969, 2916596-2020-03970, 2916596-2020-03971, 2916596-2020-03972, 2916596-2020-03973, 2916596-2020-03975, 2916596-2020-03976, 2916596-2020-03977, 2916596-2020-03978, 2916596-2020-03980. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had over 15 admissions where chronic driveline and pump pocket infection was addressed. It was also noted that most of these admissions were for volume overload and dialysis related needs.